Manufacturer narrative:
Section a3b, gender: the customer said ¿female¿. Section a4, patient weight: unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye due to blurry vision; patient was j-10 intermediate. The patient¿s outcome was reported as permanently impaired and their daily activities were significantly affected. There was no incision enlargement, vitrectomy, or suture required. Pre-operative vison was reported as 20/40 and post-operative vision was 20/25. The iol was replaced with a non-jnj lens. No further information was provided.